Manufacturer narrative:
A follow up report will be submitted upon completion o the investigation.

Event description:
It was reported to philips that the device will not boot up.there was no reported patient involvement.